Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. As no x-rays, medical records and operation reports were available, a medical review was not possible. It could not be determined whether the implants had been placed according to the anatomical requirements. It could furthermore not be determined if the components had been implanted in the correct position. Regarding the outstanding patient data (e.g. Pre-existing illnesses, unreasonable stresses) it could not be determined if the patient conditions were adequate for the used implant respectively or if potential adverse effects may have contributed to the pain experienced. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device, patient¿s medical records and x-rays must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "subject received star in the left ankle on (B)(6) 2018 for primary arthrosis, with left gastrocsoleus recession, left distal tib/fib fusion, left placement of medial maleolar screws for prophylaxis for impending medial malleolar fracture, and a separate incision for left secondary lateral ligament reconstruction. Subject was contacted for follow-up and stated that she had her left ankle replacement removed on [ (B)(6) 2020] due to device failure. Ae onset date was 12dec2019. The investigator deemed this ae as severe with unknown relationship to the device at the time of this reporting. As of the time of this report, this adverse event is recovered with treatment (surgery: revision/removal of star)."

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "subject received star in the left ankle on (B)(6) 2018 for primary arthrosis, with left gastrocsoleus recession, left distal tib/fib fusion, left placement of medial maleolar screws for prophylaxis for impending medial malleolar fracture, and a separate incision for left secondary lateral ligament reconstruction. Subject was contacted for follow-up and stated that she had her left ankle replacement removed on [(B)(6) 2020] due to device failure. Ae onset date was (B)(6) 2019. The investigator deemed this ae as severe with unknown relationship to the device at the time of this reporting. As of the time of this report, this adverse event is recovered with treatment (surgery: revision/removal of star)."